Event description:
During product evaluation, failure code 570 was found in the pump's event history. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.